Event description:
Pt being intubated by anesthesia, unable to inflate balloon on ett despite multiple attempts. The ett was then exchanged by the anesthesia with an airway exchange catheter. Pt did not suffer any injuries. Ett was not able to be inflated when it was out of the pt as well.